Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "there was an issue with the packaging of one of the breast implants as they could not take out of package without touching the implant¿.

Event description:
Healthcare professional reported "there was an issue with the packaging of one of the breast implants as they could not take out of package without touching the implant.¿ device was not implanted.

Event description:
Healthcare professional reported via sales representative "there was an issue with the packaging of one of the breast implants as they could not take out of package without touching the implant.¿ device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ tyvek or thermoform sticking: unable to observe since no device package was received. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.